Event description:
This device was returned with oos documentation by biotronik representative. Per the oos form, this "patient came into ER with device unable to be interrogated." Per rep met the patient at the ER and the device could be interrogated and did not seem to be functioning as programmed. The device was explanted the next day and replaced with a philos ii dr, rep was later able to interrogate the device and returned those strips with the device.